Event description:
Procedure: cholecystectomy. Reportedly, the securing balloon broke during the procedure. Pieces of balloon fell into the cavity. The surgeon removed the pieces without difficulty. No patient injury reported.